Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 30mar2021 with the following information: during a vascular procedure, approximately 3mm tip of jacobson mosquito clamp (product ID 105089) broke off. The tip was initially retrieved but then lost. It is unknown if there was patient injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
105089 jacobson petitpoint mosq was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Three attempts have been made to retrieve the product. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.